Manufacturer narrative:
Product ID: 3889-28, lot# va17p3x, product type: lead. (B)(4).

Event description:
A healthcare professional (hcp) reported via manufacturer representative (rep) that she was in the operating room (o.r) on the morning of the call. The rep stated the hcp decided to remove the old advanced evaluation lead and re-implant a new lead. The rep reported during the trial, the patient pulled on their lead. The rep noted the hcp implanted for a new lead and the patient was doing fine. There were no symptoms reported. Additional information from the rep reported the patient had completed an advanced evaluation and had the permanent device implanted on (B)(6) 2016. It was noted the patient had bi-lateral implants. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.